Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1mzzu); product type: 0200-lead; implant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they went to see their orthopedic and they want to schedule an MRI of their shoulder. Patient said at some time in the past, they had an x-ray for another reason and were told one of the leads came out and they were sent back to the doctor who implanted it and the doctor told them they could do another surgery and correct it now or wait until their battery needs to be replaced. Patient asked how often the battery gets replaced. Agent reviewed information. The patient said they have lost weight since implant and they think because of the lead they are having problems with worsening symptoms. Patient said they see their implanting doctor once a year. Patient was redirected to their hcp.